Event description:
End user reports "tip is not aligned with the funnel in varying degrees. He said it is off mostly by a little ( advising less than 90 degrees) like if a notch is at 12 o'clock the coude will be pointing at 10 o'clock. He also mentioned he remembered inserting one with the coude tip in at 11 o'clock as usual, but noted the notch was pointing at 7 o'clock. This misalignment makes a bg difference for him because he cannot relay on it and he needs it to be perfectly aligned to pass easily in and out through his urethral anatomy. He said upon removal he has noted some very light bleeding with these not aligned but he said it is because it can get irritated in trying to turn it. Bleeding stops right away." He said he looked at a few of the catheters in the box and they didn't seem aligned either, feels like he has a defective box. He didn't check every single one though.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for lot 5d00274, and malfunction code uca-pmc07.04.01 incorrect coude tip alignment (relative to markings) for gentlecath glide. The machine logbook for the packaging lot 5d00274 was checked, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. This complaint was discussed on complaint review board on december 2, 2025. The issue will be monitored. Based on the picture is not possible to determine if position of connector indicator towards bend tip of catheter is within range 0-45 or not. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel (current version) and the issue will be presented to operators according to (B)(4) qa data visualization (current version). Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.